Event description:
It was reported the pt experienced a loss of efficacy and therapeutic effect. The symptoms started about one month prior to the report. The pt had difficulty walking. The pt was seen by the physician; it was determined that the device settings were not set right. The pt was reprogrammed but the pt still did not feel better. The pt was taking some oral medications. X-rays found no issues. A MRI was scheduled for 2008. It was also reported the pt has increased weight at the time of the report, but was losing weight. The patient was at home at the time of the report and redirected to contact the physician. Additional info had been requested from the hcp, but was not available as of the date of this report. This event was also reported under MFR report # 3004209178-2008-08241.